Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, multiple attempts to deploy and secure the aveir vr lp in the right ventricle were unsuccessful, as impedance did not increase and capture could not be achieved despite high output. During repeat manipulation and reverse-rotation efforts, resistance from the catheter resulted in failure to release the lp. Upon attempted withdrawal with the protective sleeve applied, the fixation screw was found to be stretched. The procedure was completed using an alternate catheter and lp system on (B)(6) 2026. There were no patient consequences.